Event description:
It was reported that during an attempt to primary stent (contrary to IFU) a rca lesion, the stent delivery system (sds) would not cross and the stent separated from the balloon as the device was being withdrawn form the patient. It could not conclusively be determined where the stent remained in the patient. The patient was sent for single bypass surgery in order to treat the lesion, since the attempt ot stent was unsuccessful. Reportedly, the patient is doing well.